Manufacturer narrative:
The unit was returned to steris r&d for evaluation. The evaluation found evidence of a leak and a damaged tee-fitting. However, steris r&d was unable to determine whether the leak and tee-fitting damage occurred prior to the reported fire or as a result of it. Due to the damage sustained, steris r&d was unable to determine the cause of the reported event. A replacement unit was installed at the user facility. No additional issues have been reported.

Manufacturer narrative:
The dealer was dispatched to the facility and arrived onsite to inspect the sterilizer. During the inspection, charred components and wiring were observed within the unit. The dealer provided steris with photos of the unit and internal components. Based on the photos, steris found that the source of the fire is likely attributed to a hydrogen peroxide leak from the loosened tee-fitting located below the unit's reservoir. The hydrogen peroxide leaked onto the components below which caused the reported event to occur. The cause of the loose fitting could not be determined. The sterilizer is not under steris service agreement; the user facility is responsible for all maintenance activities. The user facility did not disclose details regarding the maintenance activities performed on the unit, specifically properly replacing the tee and tightening the fittings. The v-pro max sterilizer is designed with flame-resistant materials and is certified by intertek to ul 61010-1:2012 3rd ed./csa c22.2#61010-1-12:2012, 3rd ed. Safety requirements for electrical equipment for measurement, control and laboratory use, part 1, and ul 61010-2-040:2021, 3rd ed/csa c22.2#61010-2-040:2021 3rd ed., safety requirements, part 2-040 - particular requirements for sterilizers and washer-disinfectors used to treat medical materials. The user facility has requested a quote for another sterilizer to purchase. No additional issues have been reported.

Event description:
The dealer reported that one of their customer's v-pro max sterilizers caught fire. The damage sustained was contained within the sterilizer. No report of injury.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their v-pro max sterilizer caught fire. No report of injury.